Event description:
A patient reported that the stimulation was unable to achieve dermatomal coverage for painful areas. Troubleshooting was unsuccessful. On (B)(6) 2023, a replacement of the lead was performed. The lead was replaced due to a disconnected electrode being noted.